Event description:
It was reported the device's occlusion threshold is too high. There was unknown patient involvement.

Manufacturer narrative:
One device was received for evaluation. Visual inspection found the covers to be damaged. There was no evidence in the device's event history log. Functional testing was performed. Upon testing, the reported problem was duplicated, the dso test was over the specification limit. It was determined that the dso sensor was the root cause. The dso sensor was replaced. The service history review identified no indication that the complaint was related to a service of the device within the review period.